Manufacturer narrative:
Patient is over 18 years old. (B)(4) - non-surgical medical intervention required. (B)(4) - the reported issue of stent positioning problem. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains the third of three complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01144 and 3005099803-2011-01228 for the associated device reports. It was reported to boston scientific corporation that a wallflex biliary rx covered stent (the subject of this report) and two resolution ii clips (manufacturer report # 3005099803-2011-01228 and manufacturer report # 3005099803-2011-01144) were being used during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement to treat a 4cm distal stricture in the common bile duct on march 16, 2011. According to the complainant, the patient had pancreatic cancer. During the procedure, a wallflex biliary rx covered stent (the subject of this report) was placed within the patient's common bile duct. The patient's anatomy was previously dilated prior to stent placement; however, it was very tortuous. As a result of the tortuous anatomy, the stent was protruding too far into the patient's duodenum. A resolution ii clip (manufacturer report # 3005099803-2011-01228) was used to anchor the stent within the duodenum. As the device was advanced through the scope, it was reported that the clip "broke off" but remained attached to the control wire. The physician was able to remove the device from the scope. A second resolution ii clip (manufacturer report # 3005099803-2011-01144) was advanced down the scope and positioned within the patient. The clip opened and closed and grasped the stent; however, the clip deployed on its own. When the clip deployed, it fell into the patient in the open position. The clip was retrieved from the patient's duodenum using a snare. The wallflex biliary rx covered stent (the subject of this report) was removed from the patient and a plastic stent was successfully placed. The procedure was completed without complications and the patient was reported to be fine post procedure.